Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer was trying to change out the infusion set during manual prime. Customer received a no delivery alarm and stated that it happened a month and three days ago. Customer reported that the alarm was resolved by a complete set change. Customer threw away the set. Customer would like to return the reservoir for analysis. Customer was not able to determine the cause of the issue. A replacement mio set will be sent. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.